Event description:
Technical services received a call on (B)(6) 2012. Caller reported that the patient with this rv lead came in one month ago and they noticed a hole at implant site and puss would come out when they pushed down. Patient was put on high dose antibiotics and scheduled a wound debridement for today. Patient came in today and wound had healed beautifully so they decided to stay the course with the antibiotics and not do wound debridement. They will check again in the future to make sure everything is working. Physician is dr. (B)(6) at (B)(6) heart center in (B)(6). Lead was implanted on (B)(6) 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).